Event description:
The facility reported a colleague infusion pump with a faulty pumphead module. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "phm fault" was confirmed and reproduced by baxter personnel during product evaluation. The quality engineer has determined that this condition was a result of a 803:07 failure code and that the cause was a blue slide clamp left in the channel. The blue slide clamp was removed to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.